Event description:
It was reported that a patient underwent a facelift on an unknown date and suture was used. Four to six weeks post operative the patient developed spitting of the suture and the suture was removed at that time. It was noted that the patient had scarring behind the ear. Additional information has been requested.

Manufacturer narrative:
In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4). No conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.